Event description:
Customer checked blood glucose and received a result of 475mg/dl. The customer took an extra sugar pill based on the result. Within mins they checked on a different device and received a result of 102mg/dl. The customer wasn't feeling well and was taken to the hosp. At the hosp the customer device read 470mg/dl and the dr's device read 197mg/dl. The customer was given insulin and hospitalized. No controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.